Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications with regards to the iipv. The root cause of the iipv found in the device log was insufficient drain-false empty detect and use error initial drain alarm setting inappropriately programmed & one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2400ml and the total drain volume was 3915ml. This drain volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.